Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate coverage with the existing leads. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Therapy was restored post op.